Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No other analysis was performed. DHR review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a no disposable alarms on cassette. No further information available. No patient injury was reported.